Manufacturer narrative:
B3: date of event is unknown. One device was returned for evaluation. Visual inspection revealed the top case cracked in front corner, right plunger case cracked, and battery door cracked. Event history log confirmed ¿battery communication timeout¿ occurred. Functional testing was able to replicate the reported issue; the battery readings were all at 0. The root cause was determined to be the battery not working as intended. The battery was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery was not communicating. There was unknown patient involvement.